Event description:
It was reported that during recent routine follow-up this pacemaker was discovered to be depleted and upon interrogation it was also discovered that it had previously entered safety mode. The last check-up had been in (B)(6) 2025, at which time there was projected to be one year of remaining longevity. It was recommended at that time to consider device replacement; however, the patient was not dependent, and the physician elected to wait another six months for follow-up. The patient was not on remote monitoring. The patient had expressed feeling unwell, though she had an intrinsic sinus rhythm of 75 beats/minute. The patient was scheduled for immediate device replacement on (B)(6) 2026, which caused her stress; she was teary and upset. It was not stated whether the device would be returned after explant. It was additionally reported that the replacement occurred on (B)(6) 2026 and was uneventful. The patient was not pacemaker-dependent.